Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received 6 shocks, from their implantable cardioverter defibrillator (ICD), due to a ventricular fibrillation (vf) episode while sleeping. The patient was admitted to the hospital. Interrogation of device exhibited a code 1005, indicating an open circuit during shock delivery. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising during shock delivery, the shock impedance was high, out of range at 125 ohms. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization. At this the patient has not returned to the clinic for follow up, and the device remains implanted.

Event description:
It was reported that this patient received 6 shocks, from their implantable cardioverter defibrillator (ICD), due to a ventricular fibrillation (vf) episode while sleeping. The patient was admitted to the hospital. Interrogation of device exhibited a code 1005, indicating an open circuit during shock delivery. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising during shock delivery, the shock impedance was high, out of range at 125 ohms. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization.

Manufacturer narrative:
New information was received indicating that this ICD device and its right ventricular (rv) lead was explanted. Besides surgical intervention, no adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received 6 shocks, from their implantable cardioverter defibrillator (ICD), due to a ventricular fibrillation (vf) episode while sleeping. The patient was admitted to the hospital. Interrogation of device exhibited a code 1005, indicating an open circuit during shock delivery. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising during shock delivery, the shock impedance was high, out of range at 125 ohms. The ts consultant provided recommendations for further troubleshooting, and monitoring of the patient. The patient was treated for hyperkalemia, and discharged home. Patient was advised to return to clinic for further troubleshooting. The device remains implanted. The patient impact was hospitalization. New information was received indicating that this ICD device and its right ventricular (rv) lead was explanted. At this time, the product has been returned. A final report will be submitted upon completion of analysis. At this time, the product has been returned. A final report will be submitted upon completion of analysis. The rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). Additional information: laboratory analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated the rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, sensing, and recording functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.